Manufacturer narrative:
A ge representative evaluated the system and replaced the sram memory. System operates as intended.

Event description:
The customer reported the system displayed a checksum error during a case. No pt injury was reported.